Manufacturer narrative:
Device eval by MFR.: the returned device consisted of a watchman flx pro implant only with the fabric saturated in blood. Inspection found fractured struts and torn fabric. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. Medical media was provided to aid in the investigation and was reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: there was one single image provided that showed the retrieved device on the examination table. The device was damaged due to the extraction maneuver. A procedural transesophageal echo (tee) imaging dated (B)(6) 2025, was reviewed and concluded: the released device was not shown but the position of the deployed device seemed adequate at low angle views but increased to about 1/3 at the 135-degree view. The compression was measured at about 20%. In lower angles view, the device seemed to sit under a limbus overhang which could render the tug test less reliable, but the tug test itself was not shown. Overall, there was no clear indication of what contributed to the device embolization detected six (6) days after implant. A transthoracic echo (tte) dated (B)(6) 2025, was reviewed and concluded: an embolized device was entangled in the mitral valve chordae which seemed to partially obstruct the left ventricle outflow tract (lvot) during systole. No pericardial effusion was shown in this imaging which was likely performed before device extraction.

Event description:
It was reported that there was a device embolization and a patient death. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. It was noted there was a groin complication post procedure which required additional intervention, but further detail beyond that was not provided. Six (6) days post procedure the closure device embolized to the mitral valve of the patient and the patient went into cardiac arrest. The physician snared the closure device from the mitral valve but then it migrated to the descending aorta. Another device was then used to retrieve the closure device to a larger sheath where it was then removed from the patient. During the retrieval of the closure device the patient experienced a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis to treat the effusion and drain blood from the patient. The patient was left on blood pressers and was transferred to the ICU. The patient did not recover, and as a result the patient died from complications of this event.

Event description:
It was reported that there was a device embolization and a patient death. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. It was noted there was a groin complication post procedure which required additional intervention, but further detail beyond that was not provided. Six (6) days post procedure the closure device embolized to the mitral valve of the patient and the patient went into cardiac arrest. The physician snared the closure device from the mitral valve but then it migrated to the descending aorta. Another device was then used to retrieve the closure device to a larger sheath where it was then removed from the patient. During the retrieval of the closure device the patient experienced a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis to treat the effusion and drain blood from the patient. The patient was left on blood pressers and was transferred to the ICU. The patient did not recovered, and as a result the patient died from complications of this event.

Manufacturer narrative:
Section b1 adverse event/product problem: added product problem. Device eval by MFR.: the returned device consisted of a watchman flx pro implant only with the fabric saturated in blood. Inspection found fractured struts and torn fabric. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. Medical media was provided to aid in the investigation and was reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: there was one single image provided that showed the retrieved device on the examination table. The device was damaged due to the extraction maneuver. A procedural transesophageal echo (tee) imaging dated (B)(6) 2025, was reviewed and concluded: the released device was not shown but the position of the deployed device seemed adequate at low angle views but increased to about 1/3 at the 135-degree view. The compression was measured at about 20%. In lower angles view, the device seemed to sit under a limbus overhang which could render the tug test less reliable, but the tug test itself was not shown. Overall, there was no clear indication of what contributed to the device embolization detected six (6) days after implant. A transthoracic echo (tte) dated (B)(6) 2025, was reviewed and concluded: an embolized device was entangled in the mitral valve chordae which seemed to partially obstruct the left ventricle outflow tract (lvot) during systole. No pericardial effusion was shown in this imaging which was likely performed before device extraction.

Event description:
It was reported that there was a device embolization and a patient death. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. It was noted there was a groin complication post procedure which required additional intervention, but further detail beyond that was not provided. Six (6) days post procedure the closure device embolized to the mitral valve of the patient and the patient went into cardiac arrest. The physician snared the closure device from the mitral valve but then it migrated to the descending aorta. Another device was then used to retrieve the closure device to a larger sheath where it was then removed from the patient. During the retrieval of the closure device the patient experienced a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis to treat the effusion and drain blood from the patient. The patient was left on blood pressers and was transferred to the ICU. The patient did not recover, and as a result the patient died from complications of this event.